Manufacturer narrative:
The technician performed an operations check and noted the casters were worn and would ratchet around. The technician replaced all four casters to repair the stretcher.

Event description:
The account alleged the brakes do not work properly.